Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging the test strips were missing from the starter kit packaging. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient.